Event description:
The initial use of part ar-5024b in 8/2004. A total of two events, including this one, were inadvertently not forwarded to the complaint department by the co. Rep.during insertion of the first implant, the screw and driver interface stripped. For the second implant the surgeon drilled slightly deeper than previously to ensure that the screw seat in hole. This implant also stripped out before being fully countersunk. The first implant was removed from the pt. The second impland did achieve some fixation and a portion was left in the pt's bone, the rest was removed. No adverse pt consequences reported as a result of this event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event and the implant was not returned for evaluation. Since the event took place, a new driver, drill, tap and drill guide have been developed to help eliminate events related to countersinking and implant stripping.